Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("intense (chronic) pain in the abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("intense (chronic) pain in back"), arthralgia ("intense (chronic) pain in hips"), headache ("intense (chronic) pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("a change in their menstrual cycle also occurred. The change was often accompanied by abnormally heavy blood loss"), hypersensitivity ("allergic reactions") and premature menopause ("early menopause") and was found to have hormone level abnormal ("a change in their menstrual cycle also occurred. The change was often accompanied by hormonal problems /hormonal adverse effects"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: event medical device removal was replaced by event abdominal pain. Events back pain, hips pain, headache, fatigue, memory loss, concentration problems, heavy menses, hormonal problems, allergic reactions, early menopause were added. Event outcome updated to recovered resolved. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.